Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed as the deployment button could not be pressed down after the indicator window turned black, resulting in closure failure. The device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was taken out after a neurointerventional procedure for femoral artery puncture site closure. The device was used following proper preparation and IFU. The exoseal vascular closure device (vcd) and sheath were retracted together until flow slowed and the indicator turned black. The button could not be depressed at all and required excess force, and no red indicator was observed. The procedure was performed using a retrograde approach. There were no visible damages prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed vessel suitability, diameter greater than or equal to 5 mm, with mild plaque and no tortuosity, stent, significant stenosis, prior closure, or pre-existing complications at the site. No patient injury was reported. The procedure was completed with manual compression, and the user was trained. The device will be returned for evaluation.